Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two sealed boxes with twelve packets each of product code w8310 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01458, 2210968-2023-01459, 2210968-2023-01460, 2210968-2023-01461.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual product has been discarded, however, representative samples are available. Attempts are being made to retrieve the samples. To date the samples have not been returned. If the samples or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) ¿ device not returned. Related events captured via 2210968-2023-01458, 2210968-2023-01459, 2210968-2023-01460, 2210968-2023-01461.

Event description:
It was reported that a patient underwent a lung transplantation procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to tie a knot. Changed to another three to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. The 4 actual samples were discarded. No additional information could be provided.